Event description:
It was reported that the bd connecta¿ plus stopcock was expired. The following information was provided by the initial reporter: we accidently used an expired stopcock in our last bag filling process. The stopcock was expired by about three weeks. I contacted a technical support person from bd who told me that the expiration date is set based on a specific amount of time tested (i.e. They are not tested indefinitely), as opposed to setting expiration dates based on seeing contamination.

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. E1. Address information was not able to be obtained, therefore, nj was used as a place holder.

Manufacturer narrative:
H6: investigation summary: since no photos or samples were available for examination, we were unable to fully investigate this incident. The device history records (DHR) review was performed for the lot number material identified in this complaint. According to the documented records, the product was manufactured according to the approved manufacturing procedures, specifications, and then released by quality assurance.

Event description:
It was reported that the bd connecta¿ plus stopcock was expired. The following information was provided by the initial reporter: we accidently used an expired stopcock in our last bag filling process. The stopcock was expired by about three weeks. I contacted a technical support person from bd who told me that the expiration date is set based on a specific amount of time tested (i.e. They are not tested indefinitely), as opposed to setting expiration dates based on seeing contamination.